Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip malfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage were observed. No blood was observed. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "/bent wire.¿ since no blood or tissue observed to the device it can be concluded that the most probable cause of the damage is during insertion of the hemopro through the cannula during setup of the device. The IFU states that the harvesting tool should be held approximately 6 inches from the tips and inserted carefully with the jaws closed and ensuring that the tips of the jaw are oriented upwards to prevent damage. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip malfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.